Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, organ perforation, recurrence, bleeding, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2009 due to exposure and pelvic pain. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on 07/16/2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4. It was reported that patient underwent concurrent laparoscopic right oophorectomy and cystoscopy procedures. It was reported that following insertion patient experienced urinary tract infection.

Manufacturer narrative:
It was reported that patient underwent resection of mesh on (B)(6) 2015 by (B)(6) at (B)(6) surgery center.

Manufacturer narrative:
Additional patient codes: (B)(4) - itching, (B)(4)- irritation, (B)(4)- inflammation, (B)(4)- urinary frequency, (B)(4)- urgency, (B)(4)- vaginal discharge additional narrative: it was reported that following insertion the patient experienced vaginal itching, vaginal irritation, vaginitis, urinary frequency, urgency, and vaginal discharge.